Event description:
It was reported a hazy image on the device. No patient injury reported. Back-up device was not available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Event description:
It was reported that during a shoulder surgery the device has a hazy image. No delay or patient injury reported. Back-up device was not available.